Event description:
Meter name: one touch basic. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: good condition: stored correctly. Symptoms: "not feeling good". A pt's family member reported that the pt passed out and was taken to the hosp. The pt's meter allegedly was inaccurately high. The results on the pt's meter were 400mg/dl, and 311mg/dl. The pt took the pt's medication after the readings. The results on the hosp were 34mg/dl, and 33mg/dl. The time difference between pt's meter and hospital's readings are unknown. Treatment was unknown. No further info has been reported.